Event description:
It is reported that an integrity rapid exchange (rx) drug eluting stent (2.75mm x12mm) was implanted in the 1st diagonal. The integrity stent was used to direct stent the lesion which was highly calcified with 80% stenosis. Three days post implant the patient suffered an mi, 100% occlusion of the 1st diagonal was confirmed, another integrity stent rx (3.0mm x 26mm) was implanted in the lad. The patient was transferred to (B)(6) and expired shortly afterwards. The physician has indicated the events were not related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, mi and occlusion), root cause cannot be determined. (B)(4).